Event description:
It was reported that the patient experienced a tamponade due to a lead perforation. The lead was explanted and replaced with a competitor lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.